Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2012 due to pelvic pain and urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent laser ablation of the intravesical mesh, grasping of the mesh with forceps on (B)(6) 2012 due to foreign body, mesh, within the patient¿s bladder. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003, and a mesh was implanted. It was reported that the patient underwent cystoscopy and litholapaxy on (B)(6) 2012, due to bladder stone. No additional information was provided.